Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection it was observed that there was wear and tear damage to the float switch, the pump itself was noisy, and the device had a broken light-emitting diode (led) on the printed circuit board (pcb). Functional testing consisted of filling the tank with water, attaching a temp check, plugging in the line cord, and turning on the power. The reported problems of the indicator leds being broken off the main board and the main temp display not displaying the number were able to be replicated. The root cause of the reported issue was found to be that when the customer forced the front cover, the led broke and damaged the display. Repair actions included replacing the pcb. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device's indicator light-emitting diodes (leds) are broken off the main board and main temperature display does not display number. No patient injury was reported.